Manufacturer narrative:
H7: if remedial action initiated, check type and h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number. Section h3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. A kpc test was completed without error. A test case was also completed without error, the drill did not give a ¿system timeout error¿ after calibration. The drill was taken apart for further investigation. The drill motor¿s shaft was not damaged, and the pin was intact. The drill¿s exposure motor was tested and passed. The drill¿s wiring was tested and passed. The drill is functioning as intended. An engineering review was completed. The exposure motor encoder was tested and found to be responsive. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. The service record indicated the device met all specifications following completion of the service activity. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: component code, type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during set-up for a cori-assisted tka procedure, the real intelligence robotic drill allowed to calibrate but would not let advance and the system time out: the robotic drill has been deactivated error was displayed. Troubleshooting was done: exited out of case, new hand piece, re calibrated/ nothing worked and had to bail to manual instrumentation. As this happened before surgery, there was not patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose internal connector. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. A kpc test was completed without error. A test case was also completed without error, the drill did not give a ¿system timeout error¿ after calibration. The drill was taken apart for further investigation. The drill motor¿s shaft was not damaged, and the pin was intact. The drill¿s exposure motor was tested and passed. The drill¿s wiring was tested and passed. The drill is functioning as intended. An engineering review was completed. The exposure motor encoder was tested and found to be responsive. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent connection. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. The service record indicated the device met all specifications following completion of the service activity. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.